Event description:
Heater was noted to be reading "10.1"?? On examination the heater cannister and oscillator circuit was found to be very hot as was the air delivered to the pt. The pt was immediately removed from the ventilator and hand bagged. Pt was ok. Biomed tested temp probe against mercury thermometer at know temps of 33 c, probe tested good. At 32-36 c under controlled conditions heater/hum functioned correctly. At a setting of 36 c with low flow and moisture in inspiratory line, temp increased to 41 c and heater alarmed after approx 20 min. Temp knob setting with display correct. Probe alarm disconnect, passed. Hose heater alarm passed. With fixed test probes of 41 c and 34.5 c, heater reads correctly.